Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - failure to perform clip alignment above the valve. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement and clip entanglement in chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip delivery system (cds 71211u216) was advanced to the mitral valve. Due to challenging imaging, the clip alignment was not performed above the valve. After entering the left ventricle, extra manipulations were required and the clip jumped laterally, which resulted in the clip becoming entangled in the chordae. Standard troubleshooting steps were performed; however, the clip could not be freed from the chordae. The decision was made to implant the clip to the anterior leaflet and in the chordae. A third clip was advanced and deployed successfully between the first and second clip for stabilization of the second clip. Good leaflet insertion was noted and the final mr grade was 3+. The patient was stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. All available information was investigated and the reported poor image quality appears to be due to challenging imaging during the procedure and related to procedural circumstances. The reported difficult to position appears to be due to the reported challenges with imaging which likely caused the clip getting caught on chordae. It should be noted that the mitraclip instructions for use states to position the distal tip of the clip at least 1 cm above the leaflets. In this case, the clip alignment was not performed above the valve; however, this did not contribute to the reported issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.